Event description:
Five vaporizer failures in four months. One of the five failures resulted in a moderate leak of desflurane from the bottom of the vaporizer prior to a surgical procedure. The remaining four malfunctions occurred as an automatic shut down of the vaporizer. These failures were subsequent to a medical device recall by the MFR. Date 7/8/94.